Event description:
A hemodialysis pt's daughter has reported that her mother has been on dialysis since 2009 and has had a stroke. No other pertinent info has been made available. It is unk if the sample is available.

Manufacturer narrative:
The MFR has not received a response to the additional info requests made to the pt's daughter. A supplemental report will be filed if/when additional info is made available.